Event description:
It was reported that during an ablation procedure to treat ventricular tachycardia using a (B)(6) mapping catheter the patient experienced cardiac tamponade. During the procedure an extracorporeal membrane oxygenation system was used. Transseptal puncture was performed, and the orion catheter was advanced into the left ventricle to map the location. When the physician went to ablate, they discovered the tamponade. A sternotomy was done and then drainage was performed, the team noted that it was a "massive tamponade". A perforation in the epicardium through a perforation in the left atrium was found. The physician confirmed the tamponade was caused by the guidewire as the guidewire was confirmed to be the only device in position to enter the epicardium. The procedure was completed without further complications. The catheter is not expected to be returned as it was lost by the site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).